Event description:
Journal article received: ultrasound-guided intramedullary nailing; mahaisavariya b.; techniques in orthopaedics. 1998 (day and month unspecified); 13 (1) :61-70. A prospective study method of 102 cases featured closed femoral unlocked nailing with the use of guide wires using ultrasound. Of the 102 cases, two cases noted the guide wire could not be inserted into the distal fragment and required fluoroscopic assessment. No specific patient information was noted in the article. It was unknown if the guide wires were synthes devices. A copy of the article abstract will be included in this report. This is report 1 of 1 from complaint (B)(4).

Manufacturer narrative:
This device was for treatment not diagnosis. PMA / 510 (k): could not be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number